Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was rewinding itself with no human intervention, changing basal rates, and triggering some functions without the customer's input. The customer¿s blood glucose level was unknown at the time of the incident. There were no alarms in the insulin pump history. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specific and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart and displacement test. Insulin pump passed the delivery accuracy test at 0.08690 inches. Device was programmed with correct time and date. Device was monitored for 4 days and no unexpected pump motor rewinds, unexpected bolus delivery or change of settings anomalies were noted. Unit received with all buttons responding properly. No damage or moisture damage on keypad assembly noted. No display ramping on its own anomaly was noted. No unlocked j2 or lcd keypad connector. Device received with minor scratched display window and case.